Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 5.6 mmol/l. Customer stated that they had issue with multiple reservoir as each one had large air bubbles, despite following best practices with the insulin fill. The customer stated that the during filling process air bubbles were noticed in the reservoir. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The device will not be returned for analysis.